Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a service required alarm condition was observed. The device's active exhalation control module was replaced to address the issue.